Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the ventilator would not power on.the ventilator was not in use on a patient at the time of the event occurred.

Manufacturer narrative:
Date of report: 22sep2018. Date of manufacturer: 15june2018. (B)(4). The touchscreen assembly was returned for failure investigation. Visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. The touchscreen assembly was attached to a failure investigation (fi) test ventilator. Passed all testing. No product deficiency found on the returned touchscreen.